Manufacturer narrative:
D4: catalog # changed from pdm-h001-g-xx to pod-ble-h1-520; d4: unique identifier (UDI) # changed from(B)(4) to (B)(4) d4 model # changed from pt-000409 to pt-000435; h4: device mfg date: changed from 9/9/2022 to none.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached above 800 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient was placed on an intravenous therapy of fluids and insulin. The patient was currently still in the hospital at the time of the call.